Event description:
It was reported that the patient experienced difficulty pumping the inflatable penile prosthesis device and also presented with a bulging cylinder. A replacement surgery was performed, during which the physician explanted and replaced the pump. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).